Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was not returned, and the malfunction was not confirmed and cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device has image not display. The event has occurred during laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the date of event. Updated fields: b3, b5, d9, g1, h2, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.